Event description:
It was reported that this patient experienced inappropriate anti-tachycardia pacing (atp) and shocks, due to noise on the shock channel and an apparent rapid ventricular response. Additional information indicated that about 4 months later, the patient experienced more inappropriate shocks, due to supraventricular tachycardia (svt). The second episode was reviewed at the emergency department. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.